Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations and stated they felt like their implantable pulse generator (ipg) was going off. On device interrogation it was noted that the right atrial (ra) lead was potentially under-sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.